Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set cannula were crimped events on 22-oct-2024. The events occurred after 3 or more hours of insertion. The infusion set had been used for about 4 hours. The insertion site was at the leg. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.